Manufacturer narrative:
A boston scientific technical services consultant performed a real time review of the device data with the caller. There were no episodes in transmission and the presenting data shows primarily a ventricular paced rhythm at the lower rate limit (lrl) of 75ppm or slightly above with occasional vs beats. The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event during dialysis treatment. No adverse patient effects were reported.